Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, force sensor test and displacement test. The insulin pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly and the piston does not push out insulin. The blood glucose reading was unknown.